Event description:
Medtronic received information regarding an adjustable valve. It was reported that during the surgery, the doctor found that the catheter was not unobstructed at the tail end after connecting it to the valve. After the valve was pulled out, it was found that the valve was blocked. The valve was replaced with a new one for the surgery. There was a procedure delay of 30 minutes. The patient's status was alive-no injury.

Manufacturer narrative:
Please see regulatory report # 9612501-2024-03176 for the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis determined that the visual and functional inspection revealed the flow of the valve was partially restricted. The valve may be slightly clogged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.